Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 177 mg/dl at the time of incident. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump received with blank display due to missing battery tube spring. Unable to confirm failed batt test, low battery alert and unable to perform any tests due to blank display. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.